Event description:
It was reported that patient presented to the clinic after receiving a patient notifier. Upon interrogation, the device found to be in backup vvi mode. A device download was performed successfully which resolved device functions. The patient was stable will continue to be monitored.